Manufacturer narrative:
The inari device has been received by the manufacturer and the investigation is underway. A follow-up report will be submitted once the findings are available. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The case was reviewed by inari's chief medical officer, who concluded that the patient's vessel perforation was the result of user error where excessive force was applied. The device labeling includes the following warning statement, "avoid using excessive force to advance or retract the inthrill sheath and dilator against resistance. If excessive resistance is encountered, remove the device. Excessive force against resistance may result in damage to the inthrill sheath and dilator and/or vessel." Vessel dissection and vessel perforation are listed in the device labeling as potential complications / adverse events. Manufacturer reference #: (B)(4).

Event description:
A 52-year-old male underwent a thrombectomy in the left basilic vein with the inari inthrill system; the patient had been symptomatic for 14 days and the clot age was estimated at 30 days. The access site was created under the left arm and the physician experienced difficulty inserting the inthrill sheath. The sheath would not track over the wire in the vessel and was catching on the largest diameter portion of the sheath. The sheath was pushed against resistance where the physician had serially dilated up to 10 fr. The inthrill sheath was removed from the patient, and a terumo sheath was opened. Upon inspection of the inthrill sheath, it was observed that the sheath had accordioned, and the tip was damaged and torn. During these surgical maneuvers with the inthrill sheath, the basilic vein was inadvertently perforated and secondary surgical intervention was performed to address the perforation. Specifically, a second access site was created below the treatment zone and a covered stent was implanted at the site of the perforation. Although a perforation occurred, the thrombectomy procedure was effective in removing approximately 90% of the clot.

Manufacturer narrative:
The inthrill sheath was returned to the manufacturer and evaluated. The device was removed from the packaging, decontaminated, and photographed. Visual inspection was performed which confirmed significant damage to the entire shaft of the inthrill sheath and dilator. A follow-up call was held with the company representative who provided device photos and details explaining that the access site was under the patient's arm and the sheath was pushed with significant resistance. The assignable cause of damage to the sheath and vessel perforation was likely due to excessive force used to advance the device against resistance. Manufacturer reference #:(B)(4).